Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port was damaged, and the pump was intermittently unable to charge without the usb cable being maneuvered in the usb port. Reportedly, the usb port has a "bent rod." The customer's blood glucose level was 189 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.